Event description:
It was reported that the patient visited the hospital because he experienced urine leakage when coughing or lifting heavy objects. One month later, the patient underwent surgery to replace the cuff. The cuff was downsized from 4.0 cm to 3.5 cm. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, conclusion codes of known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because he experienced urine leakage when coughing or lifting heavy objects. One month later, the patient underwent surgery to replace the cuff. The cuff was downsized from 4.0 cm to 3.5 cm. No further patient complications were reported.